Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The bleeding was treated with octreotide and discontinuing the warfarin and has been resolved. Nuclear imaging was preformed (B)(6) and (B)(6) 2026 with active bleeding at the hepatic flexure of the colon.

Event description:
It was later reported that the cause of the low flow alarms was not confirmed. The low flow alarm did resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 09jan2026 through 10jan2026. One low flow hazard alarm was captured on (B)(6) 2026 and was associated with elevated average pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic due to dizziness. The patient's lactate dehydrogenase (ldh) was at 935 and their plasma free hemoglobin was at 50. The patient was not on warfarin or anticoagulation due to recurrent gastrointestinal bleeding. Log files were submitted for review and captured some lower flow values the on (B)(6) 2026 with the estimated flow hovering around the 2.4 to 2.5 lpm mark. Only one audible alarm was noted as the majority of these lower flows were not sustained long enough to trigger the audible alarm. There were some additional lower flows on (B)(6) 2026 that were not sustained long enough to trigger the audible alarm. These lower flows were associated with elevated pulsatility index values. In addition, the site reported that the patient's modular cable was recently changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.